Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 2-follow-up attempts to obtain additional information, the customer stated that no sample or further information is available therefore, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that leakage occurred during use with a unspecified bd wingset. The following information was provided by the initial reporter, "I want to report a product complaint. I went to get my blood drawn today. One of the phlebotomists mentioned they had an issue with a pas wingset in the past where blood had leaked out."